Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 mpxr 561365 (hcp, rep): information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that consistently through the life of the device, each time the pump was aspirated for refill, there was considerably less drug left in the pump than expected. The patient had never shown signs of overdose. The hcp did not have access to the patient chart at the time of reporting; no dates or specific volumes were provided. No environmental, external, or patient factors were reported to have caused this issue. Replacement for normal elective replacement indicator (eri) was scheduled for (B)(6) 2018. The patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump during analysis determined that it was programmed to deliver dilaudid (7.5mg/ml at 2.1866mg/day) and bupiv acaine (11.2mg/ml at 3.265mg/day). Analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the shaft of the gear or the rotor. If information is provided in the future, a supplemental report will be issued.